Event description:
The customer reported that there was a failure to the monitor to alarm.

Manufacturer narrative:
The customer questioned whether there was a failure of the monitor to alarm. Based on available information, the telemetry technician stated that there was a red alarm and that it remained visual even after it was silenced. The hospital risk mgr and nurse educator concluded that the device did not malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).